Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the visual inspection of the returned product noted that the obturator top was disengaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the cannula of the device broke.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 2647580-2019-02129, any additional information received in the future will be captured and submitted under the report number 2647580-2019-02129. If information is provided in the future, a supplemental report will be issued.